Manufacturer narrative:
No service was requested. The user facility performed investigation and found that the air filter that is connected between the ventilator and the air compressor was leaking. The air filter was reconnected and all connections were tightened. The ventilator then passed pre-use check and was cleared for clinical use. No parts were returned for investigation. The air filter is located between the compressor and the ventilator. A leaking air filter causes insufficient air supply to the ventilator and alarms for low air supply pressure and high o2 concentration are generated. The root cause of the failed gas supply test was a leaking air filter. This will be detected during pre-use check. There is no ventilator malfunction. 4117.

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref #: 396664.